Event description:
A sugeon reports that during a follow-up visit, he noticed that the intraocular lens (iol) was not positioned correctly. The iol appeared to be pushing the capsular bag and one haptic was in the wrong position. The iol was removed. During the initial implant surgery, the surgeon noticed that the haptic stuck to the optic after insertion. The surgeon decided to leave the lens implanted in hopes that the iol would 'position itself correctly'. The surgeon also states that he didn't feel the correct positioning of the iol was due to any problems with the iol and the procedure did not influence the pt's visual acuity. Additional info has been requested.